Manufacturer narrative:
The user stated she had been prescribed a three-day course of prednisone starting february 28. A review of the user's data confirmed she was actively using the system with up-to-date information. The case was closed after confirming that the medical event was unrelated to system use and that the user was stable and back home.

Event description:
The user went to the hospital on (B)(6) 2026 after experiencing throat swelling following a meal. She was diagnosed with angioedema and was treated with an epipen before being monitored overnight. The event was not related to diabetes or glucose measurements. At the time of the call, he reported feeling fine and confirmed the swelling had resolved.